Event description:
During shift check, the autopulse platform (sn (B)(4) displayed a "system error, out of service, revert to manual CPR" message upon powering on. No patient involvement.

Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(4) displayed a 'system error, out of service, revert to manual CPR' upon powering up," which was confirmed during functional testing and archive data review. The system error was cleared using apvision software during device evaluation performed at zoll. During further testing, the system error did not occur again. Nevertheless, the processor board pca assembly was replaced as a preventive precautionary measure. Upon visual inspection, unrelated to the reported complaint, zoll service personnel noted a vertical crack across the screw well of the front enclosure, a peeled UDI label, and a torn grip strip. The root cause for the observed physical damages are likely attributed to user mishandling or wear and tear. The autopulse platform was manufactured in 2016, past the expected serviceable life of 5 years. The damaged parts were replaced to address the observed physical damages. The archive data review showed the occurrence of system error 132 (internal watchdog timeout), thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering up the device, confirming the reported complaint. After the system error was cleared using the apvision software, the autopulse passed a 15-minute functional test with the large resuscitation testing fixture (lrtf) equivalent to a 250-pound patient without fault or error. Nevertheless, the processor board pca assembly was replaced as a preventive precautionary measure, as the component may have had some intermittent technical problems that could not be directly identified during the functional testing. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with sn (B)(4).